Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy with excision of endometriosis,diagnostic hysteroscopy, d & c, and anterior colporrhaphy; due to sui, cystocele, and dysmenorrhea. It was reported that on (B)(6) 2012, the patient underwent transurethral resection of bladder tumor & instillation of mitomycin-c. It was reported that on (B)(6) 2013, the patient underwent transurethral resection of bladder tumor due to endosalpingiosis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.